Event description:
It was reported that there was a patient injury and a loss of therapeutic effect. The patient reportedly fell "way over a month ago," and it was confirmed by a physician that there was a hematoma after the fall. It was stated that the device was "not working at all" for "a whole month." It was noted that the device was "off for over a month." It was stated that "it was sore for the longest time," but not anymore. It was unclear what exactly was sore. The patient reportedly had "bad" headaches and was "sick to her stomach." It was stated that the implantable neurostimulator (ins) was "badly damaged," but might be able to be reprogrammed. It was not clear if reprogramming occurred. Further information was requested, but none was available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v819350, implanted: (B)(6) 2011. Product type: lead. (B)(4).